Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one battery charger and power supply. The battery charger was inspected and there was damage noted to the back of the battery charger where the power source connects. The contact pin in the charger that connects to the cord was bent. The metal plate inside the battery charger was bent down and was not allowing the power source to make contact with the charger. The returned battery charger was plugged in and did not illuminate green, indicating that no power was reaching the charger. The charger was then tested with a pmv power cord and again did not illuminate as expected, isolating the issue to the battery charger. The metal plate inside of the battery charger was pried up and was then able to make contact with the power cord. The battery charger was then plugged in again and illuminated green, indicating that power was reaching the battery charger. A battery was inserted into the charger and the charger illuminated green, indicating that the charger was functioning as expected. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering determined that something was likely forced into the part of the battery charger that connects to the power cord, causing damage to the contact pin and plate, preventing the charger from connecting to the power source. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lobectomy, the battery would not charge. The biomed said the transformer produced a spark. The current patient status is good. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).